Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hosp reported that during some endoscopic vein harvesting procedures, it has been noticed that the vasoview hemopro 2 had been generating more smoke than hemopro 1. The users that report this use hemopro 2 at this account and hemopro 1 at another account. It is unk how many times this occurred. Each time this occurred, the harvesters would have to wait until the smoke goes down to continue harvesting. Each procedure was completed using the same device. There were no pt effects in any of these procedures. The product is not returning.